Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)- serosa of uterus"), pelvic pain ("chronic pelvic pain / pain"), device expulsion ("one of the coils that had migrated to her uterus / migration of essure-serosa of uterus,") and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included uterine bleeding. Concurrent conditions included dysfunctional uterine bleeding, ovarian disorder and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In november 2011, the patient experienced urticaria ("hives"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction-nickel") and rash ("rash"). The patient was treated with surgery (total laparoscopic hysterectomy, removal of essure coil), surgery (on (B)(6) 2016 underwent a bilateral salpingectomy), surgery (on (B)(6) 2016 underwent a total laparoscopic hysterectomy/removal of essure coil) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain lower, abdominal distension and allergy to metals outcome was unknown, the pelvic pain and alopecia was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, urticaria, fatigue and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancies in device insertion date . Initially reported jan 2011 . Insertion details: essure device was then threaded into the right tubal ostia. One trailing coil was noted, similar procedure performed on the left ostia with four trailing coils noted. (B)(6) 2016: laparoscopy with bilateral salpingectomies including removal of essure coil and also removal of a right paratubal cyst. (B)(6) 2016 : robotic-assisted total laparoscopic hysterectomy and removal of essure coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter added and reporter information updated. Plaintiff demographic added. Concomitant disease and lab data added. Device indication and insertion date updated. Events added as :-dysmenorrhea, fatigue, uterine perforation, vaginal hemorrhage, rash, device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device expulsion ("one of the coils that had migrated to her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping"), urticaria ("hives"), alopecia ("hair loss"), abdominal distension ("bloating") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2016 underwent a bilateral salpingectomy and surgery on (B)(6) 2016 underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain lower, urticaria, alopecia, abdominal distension and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, device expulsion, menorrhagia, pelvic pain and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.